Event description:
Procedure: proctectomy. According to the reporter: reload got stuck closed on tissue, cannot move knife blade forward or backward. Seems that surgeon stapled over a clip and jammed reload. No reinforcement material used. Current patient status reported as good. There was unanticipated tissue loss. No unanticipated ext. Of incision more than 1 inch. No unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).